Manufacturer narrative:
The exact event date is not known. As reported, there was a hematoma after use of a 5f mynxgrip vascular closure device (vcd). Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The sealant was abutting the balloon and the advancer tube was engaged to the tamp lock. The procedural sheath was retracted to the shuttle handle. The condition of the returned device indicates an incomplete removal step of the device. Balloon catheter was not withdrawn through the advancer tube and the sealant was dislodged from the arteriotomy. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. A product history record (phr) review of lot f1807101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. However, without a procedural image, the hematoma could not be confirmed and the exact cause of the issue could not be determined. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube still being engaged to the tamp lock. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, which can result in the formation of a hematoma at the access site. Additionally, the IFU states that the user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a hematoma after use of a 5f mynxgrip vascular closure device (vcd). According to the product evaluation by the manufacturer of the returned device, during visual inspection the sealant was abutting the balloon. The condition of the returned device indicates an incomplete removal step of the device. Balloon catheter was not withdrawn through the advancer tube and the sealant was dislodged from the arteriotomy.